Event description:
Approximately 2 years and 4 months after primary gore excluder bifurcated endoprosthesis implant, a reintervention occurred to resolve a type iii endoleak located on the overlap between the contralateral leg and trunk - ipsilateral components. The leak was successfully resolved by implanting an additional contralateral leg component. Currently the patient is doing well.